Event description:
The report emanated from an unidentified user facility source. The report talks about a side effect electrode's distal ceramic tip breaking up into several pieces within the pt's joint space during an arthroscopic knee procedure. The catalog identification and the lot # are not supplied. The report goes on to state that the majority of the fragments were retrieved from the body, which leaves us to believe that some fragments may still be in the body. The report also states, intervention and pt injury, without any elaboration whatsoever. This is the totality of the info made available to mitek.

Manufacturer narrative:
The maud report received has a minimal amount of detail; the facility is not identified, which precludes contact to question and gather detail. The exact date within the family of devices is not identified, neither is the lot identification of the device supplied, and the status of the complaint device is not defined, all of which precludes conducting a device eval, a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint, or a review into the mitek complaints system to see if there were other similar complaints for this lot of devices that were released to distribution. Although not much info has been supplied, the reported failure mode of the device is consistent with failures produced in a lab environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. The maude indicates that possibly all of the broken fragments were not retrieved from the pt and that there was some sort of intervention and injury to the pt; because of this an MDR is being.....